Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date, it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date, it was noted that the filter was tilted. No patient complications were reported. It was further reported via computed tomography (CT) abdominal scan performed on (B)(6) 2017 that the inferior vena cava (ivc) filter was tilted posteriorly approximately 17 degrees in the sagittal plane. There are 0 degrees of tilt in the coronal plane. The apex of the ivc filter approximates but does not touch the ivc wall. The ivc filter apex is less than 2 cm below the most inferior renal vein. The ivc filter does not perforate the ivc and there are no fractured or bent struts.